Manufacturer narrative:
A medtronic representative went to the site to inspect the system. The camera was replaced and the issue resolved. A system checkout performed after part replacement showed all tests passed. No parts have been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The camera (positioning sensor unit (psu)) was returned to the manufacturer for analysis. It was reported that there was physical damage to the camera which confirmed the reported issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used cranial resection. It was reported that while setting up the health care professional (hcp) registered the patient. The manufacturer representative (rep) left the room and then was called back in because the camera was no longer tracking. It was discovered that one of the lenses of the camera was broken and the camera lenses was visible. A new camera was brought in to complete the case. There was no delay to the procedure. No impact on patient outcome.